Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The catalog number and lot number were not reported. The customer's reported complaint description could not be confirmed. The root cause for the reported defect is unknown. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the patient has had several follow up care treatments, and the patient has suffered no permanent harm or injury due to the event. A review of the angiodynamics complaint system noted that this is the first reported complaint for this failure mode and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported on (B)(6) 2013, on (B)(6) 2012, a (B)(6), female patient presented for an endovenous laser treatment fiber. The procedure was successfully completed with no reported complications. The reported device was disposed of at that time. Three days post procedure, the patient complained of minor swelling, redness at the site, and not feeling well. Ten days post procedure with the same complaints. The treating physician administered antibiotics to treat the reported complaint. Twelve days post procedure, the patient returned to the treating physician with no alleviation of the reported health complaints. The patient was sent to a medical facility to drain the site. The attending physician at the medical site administered a 2cm incision at the site. The physician noted blue/green flecks under the patient's skin. The veins appeared to be fine. The patient has been observed several times since and as of (B)(6) 2013, the patient appears to have suffered no permanent harm or injury due to the event.